Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported rash. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warms "do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged.

Event description:
It was reported that the customer wears the pods for the full 72 hours, and when the pod is removed, red marks on the skin are visible. This has occurred with several pods. The site looks like it is blistering, and has occasionally had pus. The customer was taken to the ER on (B)(6) 2014. The ER doctor determined that the customer was having an allergic reaction. The customer was given lenidine and benadryl.